Event description:
It was reported that during a shoulder labrum stabilization and bankart repair, this suture hook broke and remains in the pt's shoulder. This event resulted in extended hospitalization of the pt. The pt status was reported as healthy.

Manufacturer narrative:
Investigation findings: the suture hook will not be returned for evaluation. The hospital reports that the device was discarded. A review of product history identifies similar reported problems for this failure. To date, an investigation for this failure mode remains in process. The instruction for use (IFU) supplied with this device cautions the user: avoid lateral stresses to the instruments or device function may be compromised and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This is a limited reuse item and according to the user. This occurred during second use of the device. The customer will be contacted regarding IFU information.